Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from chinese: "when connecting the infusion, the joint was found to leak fluid."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from chinese: "when connecting the infusion, the joint was found to leak fluid."